Event description:
During placement of the interbody fusion device at l5-s1 it was noted that the pt had severe osteoporosis and an incompetent anterior longitudinal ligament (all). Bone graft was packed into the anterior area to act as a stop for the interbody. Upon insertion of the implant, the interbody was pushed through the all into the peritoneal space. Device was not retrieved. Procedure was repeated with a larger interbody.

Manufacturer narrative:
Device not returned for eval. Lot history and retained devices evaluated and found to meet quality requirements. Product labeling reviewed and found to described pt selection and sufficiently warns that use in pts with progressive degenerative characteristics may adversely affect the device's ability to meet performance requirements. Cause of event determined to be the prior condition of the anterior longitudinal ligament. Device's contribution to the event cannot be firmly concluded. Report is being submitted due to the device's involvement in the event.